Manufacturer narrative:
The t:slim g6 user guide states, ¿you must enter your transmitter ID correctly into your pump to receive sensor glucose readings.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a failed transmitter error. Reportedly, the transmitter ID was not correctly entered into the pump. No additional patient or event information was available. Customer entered the correct transmitter ID and successfully started a sensor session.